Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump was exposed to moisture. Customer's blood glucose was 120 mg/dl. The customer also stated his display went blank immediately after he had expose his insulin pump to moisture. He also stated there was not a bleed on the lcd screen. The customer also reported there was a constant tone on his insulin pump. Customer was advised to disconnect form the insulin pump and revert to a back-up plan. No additional information provided.